Event description:
Additional information received from the manufacturer representative reported that no testing was performed prior to the device explant as they were not present for the surgery.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) was removed in 2009 because it was not satisfactory. The patient was handicapped and elderly, and shut in and had to have help at the time of surgery. The patient was miserable. The patient noted having had 4 surgeries. The patient's indication for use was post lumbar laminectomy syndrome.